Manufacturer narrative:
A product investigation was performed. This complaint is confirmed, as the screw is broken. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. Replication of the complaint is not applicable due to confirmed visible damage to the complaint implant. Two thorough attempts were made to perform a material test on the returned screw. Test was performed using niton08, last calibrated 07/14/2017, next calibration due on 07/13/2018. Due to the small size of the returned screw head, the accurate material testing could not be performed. The screw is used with various va lcp plates to reduce complex fractures. 2.7 mm va locking calcaneal plating system technique guide was reviewed during the investigation. Only the head of the screw was returned. The screw broke right at the junction of the head and the stem portion. The head shows minor wear on the screw recess and on the rest of the surface which is inline with the attempt to use the device during surgery. A review of the device history records was unable to be performed since the lot number was unknown. Relevant drawings for the device were reviewed, and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the returned head measured and is within specification per relevant drawing. Unable to determine a definitive root cause. Failure to tap the bone, not using a torque limiting attachment to restrict maximum torque, applying torque when the screwdriver tip is not fully seated inside the screw recess or excessively hard bone may have contributed to the complaint condition. It is not likely that the design of the device contributed to this complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Concomitant device: therapy dates: (B)(6) 2017. Right 2.7mm va-lcp lateral distal fibula 5 hole plate (item number 02.118.404, lot number unknown, qty. 1 each). 2.7mm metephyseal screws (item number 02.118.404, lot number unknown, quantity unknown). 2.0mm unknown drill bit (item number unknown, lot number unknown, quantity 1each). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had an original surgery on (B)(6) 2017 for treatment of a right distal fibula ankle fracture. Patient was implanted with one (1)2.7mm variable angled locking compression plate (va-lcp) lateral distal 5 hole plate and an unknown quantity of 2.7mm metaphyseal screws. During the procedure, as the surgeon was implanting in the last most proximal screw hole position on the plate, the 2.7mm metaphyseal screw head broke off. The surgeon inserted another screw just distal to this broken screw for proper bone compression. Surgeon did not attempt to remove or retrieve the distal screw shaft that was left in the patient¿s right fibula bone. Surgery was completed successfully with a one minute time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This report is for one (1) item. Concomitant device: right 2.7mm va-lcp lateral distal fibula 5 hole plate (item number 02.118.404, lot number unknown, quantity 1 each). 2.7mm metephyseal screws (item number 02.118.404, lot number unknown, quantity unknown). 2.0mm unknown drill bit (item number unknown, lot number unknown, quantity 1each). This report is 1 of 1 for (B)(4).